Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. There was no physical damage where the foreign material remained. The event can be prevented by following the instructions for use which state: operation manual_ operation_ insertion_ air/water feeding and suction_ suction warningavoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot bestopped, disconnect the suction tube from the suction connector on the endoscope connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had a foreign object stuck in the scope. The issue occurred during a therapeutic esophagogastroduodenoscopy (egd) procedure. There were no reports of patient harm. The customer reported a three minute delay to switch out the scope and the procedure was completed with a similar device. The customer confirmed that the condition of the patient was not impacted, the outcome of the procedure was not affected, and there was no additional intervention performed due to the reported issue.